Event description:
It was reported that on (B)(6) 2024, during the surgery, the ria 2 broke. Three (3) small pieces of the reamer head still remain in the patient. There was a delay in surgery of ten (10) minutes, as the surgeon tried to remove part of the reamer head. The fragments could not be removed. The procedure was successfully completed. This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility address line 1: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.404.000s, lot # 9112p27, manufacturing site: werk selzach logistik, release to warehouse date : 09.jan.2024, expiration date: 01.jan.2025, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photo investigation: photos were provided for review. The photo investigation revealed that the device was broken form the aspirator tube long. Postoperative x-ray was not provided therefore the embedded allegation cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Product investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that only the distal aspiration tube were returned. It's reasonably to think that the long aspiration tube brake off from the distal aspiration tube. Postoperative x-ray was not provided therefore the embedded allegation cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d9. Additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.